Event description:
The manufacturer was contacted in reference to a dreamstation device. The manufacturer received information alleging black particles coming from the device and a service required message. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to a dreamstation device. The manufacturer received information alleging black particles coming from the device and a service required message. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center and the customer¿s complaint of black particles coming from the device was not replicated. Additionally, the third-party service center noted that the screen does not turn on. The device was scrapped after the evaluation was completed.